Event description:
It was reported that screw fractured and could not be removed, it is still inside the implant. A new implant was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. Product evaluation: one unknown biomet screw & one implant were returned along with an abutment with crown attached for investigation. Visual inspection via naked eye and camera magnification was completed. Fractured screw identified at threads and fragment was identified in the implant. Implant damage identified from the removal process. Per: no pre-existing conditions noted on the complaint:. Bone density type: type ii. He reported device was located on tooth site 46 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/04/08. Instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019. Information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed for the unknown biomet screw since the lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. DHR review was completed for the subject lot number (2014120369). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review could not be performed for the unknown biomet screw since the item/lot numbers were not available. Complaint history review was performed for the reported lot number (2014120369) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances /CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: july post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unk. Biomet screw/bopt4311). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.